Event description:
It was reported that intermittent occlusion alarms occurred. Customer declined further troubleshooting. There was no reported adverse impact. No additional information was provided.